Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for further evaluation. During the evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The root cause was determined to be the sd card taking too long to mount and causing the device to reboot.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer but the evaluation has not yet been completed by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.